Manufacturer narrative:
The device has not yet been received for evaluation. Should additional info be received a supplemental form will be completed.

Event description:
It was reported that the screen on quick bolus button was not working. The device turns on when plugged into a power source. No impact to customers' blood glucose level. The pump is used for basal delivery and training purposes.